Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and failed due to usb connector was burnt/ damaged, see pictures attached. Receiver charged and will boot was performed and failed due to usb connector was burnt/ damaged. Unable to perform receiver functional test due to usb connector was burnt/ damaged. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. Defective usb. No injury or medical intervention was reported.